Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was place to technical services on (B)(6) 2016 stated that a lead safety switch (lss) was triggered due to and out of range atrial impedance from 400-500 ohms to greater that 2000 ohms. The physician was dr. (B)(6) at (B)(6) cardiovascular medicine in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).